Manufacturer narrative:
The reported device has not yet been returned. Should the device be returned, an investigation will be carried out and a supplemental report will be submitted upon completion. Manufacturer reference #: (B)(4).

Event description:
On 06/12/2026, it was reported by (B)(6) from daybreak that a daybreak device was broken. Reportedly the top button in posterior area broke. The patient received the device and began use on 11/24/2025. The incident occurred 06/05/2026. No injury was reported.